Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the pituitary broke intra-op. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional info: consistent overload of the instrument. Product analysis : observation the inferior shaft is broken at the lower portion of the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The broken-off portion of the shaft was not returned. Conclusion the fracture of the jaw is consistent overload of the instrument.